Event description:
During a remote follow-up, far field r-wave over-sensing and automatic mode switch (ams) were detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.